Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device will not be returned to zoll for evaluation. The device was repaired and returned to service for clinical use.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the hv module was replaced to resolve the malfunction. The device was recertified and returned to the customer. The hv module was returned to zoll medical us; the malfunction was duplicated and attributed to a damaged trace on hv module. Analysis for reports of this type has not identified an increase in trend.